Event description:
It was reported that during a da vinci hysterectomy procedure, the cadiere forceps instrument did not have full movement/functionality. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that both pitch cables were loose at the distal end; however, the cables were not damaged. The instrument blue housing was removed and the pitch cable was found to be derailed at the clamping pulley, causing loss of tension and non-intuitive motion. Failure analysis investigation also found that the distal end of the main tube had various scratch marks exhibiting light material removal. The scratches were short in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions with material removed, found during failure analysis investigation, could likely cause or contribute to an adverse event, if the malfunction were to recur.